Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic 26 mm valve, into a patient with an annulus perimeter of 72.1 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed with 20/40 non-medtronic balloon. While attempting to implant the valve, the valve did not expand. The valve was recaptured and attempted again with the same result. A second bav was performed with a 23/40 mm non-medtronic balloon. The valve was attempted a third time and still did not expand. It was reported that the patient had inhomogeneous calcification which contributed to the under-expansion. The valve was withdrawn, and 29 mm valve was successfully implanted. It was reported that the larger size valve allowed for more force to push the bulk of the calcification. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory in original packaging, submerged in clear solution, visual analysis showed the valve was discolored showing evidence of blood contact. All leaflets flexible and appeared intact. Signs of creasing were observed on all leaflets, conditions attributed to crimping and recapturing. All leaflets were in the closed position with a gap at the point of coaptation. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation. Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed and appeared to exhibit complete dilation; no anomalies were noted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were provided for review. A pre-implant balloon dilatation was performed and a valve check considered ¿good¿. The delivery catheter system (dcs) is then positioned across the aortic valve and attempted to be deployed to about 33% there is no annular contact made by the bioprosthesis at this point. The valve frame is severely constrained and is recaptured. The valve is then repositioned to the level of mid pigtail and attempted a second deployment to approximately 80%, again the valve frame is noted to be severely constrained and does not make annular contact. The bioprosthesis appears to be more constrained on the side of the right/left cusp. The valve is then recaptured. A second fluoroscopic load check is performed on valve two which is considered to be ¿good¿. The second valve is attempted to be deployed to approximately 80% and is again noted to be constricted but not as severely as valve #1. After a period of time the bioprosthetic frame does expand and make full annular contact. It is then released to 100% and post angiography noted good filling of both coronary trees and the valve is in good position. Multiple factors can affect frame expansion, including patient anatomy (such as calcification location and levels) and procedure related factors (such as valve positioning). In this case, the valve under-expansion/constrained was confirmed per the image review. Based on the analysis of the returned valve, no anomalies were noted. In this case, it was reported that the patient had inhomogeneous calcification which contributed to the under-expansion. There is no information to suggest a failure to meet manufacturing specifications. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.